Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: updated to include occurrences as provided by customer. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-13. D4. Medical device lot#: 0324148. D4. Medical device expiration date: 30-11-2025. H4. Device manufacture date: 05-12-2020. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2339756. D4. Medical device expiration date: 30-11-2027. H4. Device manufacture date: 05-12-2022. H.6. Investigation summary: material #: 368607. Lot/batch #: 0324148 and 2339756. Bd received 4 samples (1 from lot 0324148 and 3 from lot 2339756) and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for discolored IV shield was observed. The other reported failure modes of flimsy shield, damaged needle point, and molding defect were not observed in the photos. The photo quality is not clear enough to determine the lot numbers, however the customer samples confirm the lot numbers to be 0324148 and 2339756. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for discolored IV shield, flimsy IV shield, damaged needle point, and molding defect with the incident lots were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode discolored IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had a molding defect with sharp protrusions. 6 shelf packs affected across two lot numbers. The following information was provided by the initial reporter, translated from spanish: when the cap ends, one of them has a "navel" and the other does not, which means one is well sanded and the other has burrs.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had a molding defect with sharp protrusions. The following information was provided by the initial reporter, translated from spanish: when the cap ends, one of them has a "navel" and the other does not, which means one is well sanded and the other has burrs.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.